Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right atrial lead had low pacing impedance. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.